Event description:
A customer reported an occlusion alarm. The customer went to the emergency room and was admitted to the intensive care unit after experiencing a high blood glucose level of 475 mg/dl, ketones were present at a life-threatening level, identified by healthcare professionals. The customer was treated intravenously with fluids of saline and insulin, which resolved the issue without causing any permanent damage. The customer was released from the hospital on (B)(6) 2025. The customer resumed insulin therapy.